Event description:
It was reported that the patient underwent the implant procedure. During the procedure, the left ventricular lead was stuck and pulled out together with the catheter. The lead was unable to be implanted after trying several times. The lead was not used and the physician decided to end the procedure because of the extended surgery. The patient was stable through the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.